Event description:
Pt called lfs and alleged that the meter was displaying the battery symbol. The pt attempted to replace the battery and the battery symbol continued to appear. The pt stated that they did not test on their meter for 3 weeks. They visited their physician due to the meter not powering on. The physician tested the pt's blood glucose and the result was 124 mg/dl. The pt was given glucose and was prescribed glucophage. Based on the info provided, the meter did malfunction. However, there is no evidence of the meter contributing to a serious injury. The pt is being sent a new meter. No further info has been reported.